Event description:
My son had a cornea transplant years ago and as a result needs to wear a contact lens. This morning my son used the equate cleaning and disinfecting lens care to clean his soft contacts. He noticed a burning sensation but thought it would go away. He traveled over an hour to go to work only to have the eye continue to burn and get worse. He could not stand the pain and the eye was starting to close. He had no choice to drive home. We immediately called the eye doctor who saw him this afternoon. The eye doctor confirmed that there was cornea damage and my son is not allowed to wear the contact or work for at least a week until the doctor can see him again either friday or monday. I called the phone number on the box and had a report made of the problem. Here is what we feel has happened. My son has used the equate brand for years and when he purchased the box a week or two ago he thought nothing of it. Equate changed the formula and has added 3 percent hydrogen peroxide. There is a small red label on the box indicating that directions should be read however in our defense, when you use the same product over and over it is rare that a person feels the need to read the directions each and every time because we don't think that the product has changed. This product needs to have a label on it that warns people that they could have damage to permanent damage to their eye if they don't follow directions completely. It needs to be labeled differently to indicate the change in formula. The doctor confirmed today that my son does have damage and as of right now we can only hope that he will be okay. In the meantime my son will be home for a week putting eye drops. He can hardly open his eye to see and is in a lot of pain. Product is over-the-counter. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Do you still have the product in case we need to evaluate it: yes. Why was the person using the product: to clean soft contact.